Manufacturer narrative:
(B)(4). D10: unknown cup. Unknown head. Unknown liner. H6: proposed component code: mechanical (g04) - stem the reported product remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported the patient underwent a bilateral hip replacement on an unknown date. Subsequently, the patient alleges to be in constant pain and can't walk. Follow-ups to gather additional information are currently in process.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.